Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
Patient's legal representative stated foreign body reaction, pain, erosion of the mesh, urinary problems, vaginal bleeding, and other injuries.

Event description:
As reported to coloplast though not verified, additional information indicated that between (B)(6) 2018 and (B)(6) 2019 the patient complained of lower back pain and foul-smelling urine. Patient was seen and has blood in urine, and abdominal pain, radiating to back, associated with nausea. Patient was seen for epigastric pain and a uti and having kidney pain. Patient has frequent urination, abdominal pain, discomfort and burning sensation when urinating, incontinence and wearing a pad daily. Patient seen again for kidney pain, groin pain, and right-side pain. Patient complaining of severe lower back pain that readies into the left leg and buttocks. Has vaginal discharge and itching for 2 months after intercourse, foul smelling urine. Patient has repeated utis and has pain in pelvis area, pain worsens with bending and leaning. Described as moderate.

Manufacturer narrative:
This follow-up MDR is created to document the additional event and patient information received. (B)(4). Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
Additional information reported to coloplast though not verified, indicated: (B)(6) 2017 - partial removal of mesh. Removal of mesh (B)(6) 2018.

Manufacturer narrative:
This follow-up MDR is created to document the additional event information and explant date received. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.